Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing on the right ventricular (rv) lead. It was also reported there was no capture on the right atrial (ra) lead and left ventricular (lv) lead. The leads remain in use. No patient complications have been reported as a result of this event.